Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, seroma-late

Event description:
Physician reports "patient presents severe left-sided seroma with prosthetic rupture and severe grade 3 capsular contracture. The patient has to undergo device removal, seroma drainage and capsulectomy shortly as they are experiencing severe physical discomfort". Device remains implanted.

Event description:
The patient underwent an MRI which found intracapsular rupture of the left implant. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as surgical damage. ¿ seroma-late: unable to observe as it is a medical event not related to the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed wear abrasion and crease fold on the device.

Event description:
Physician reports "patient presents severe left-sided seroma with prosthetic rupture and severe grade 3 capsular contracture. The patient has to undergo device removal, seroma drainage and capsulectomy shortly as they are experiencing severe physical discomfort". Device has been explanted.